Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(6): the fiber/glass cap is partially fractured distal at the uv glue zone; the glass cap distal part is detached and returned; the glass cap exhibits severe devitrification at the output area, and charred detritus adhesion around output area; the heat shrink tubing open end wall integrity is compromised, and exhibits minor scratch marks, and partially erased blue arrow indicator and red octagonal sign. Based on the device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that while using the surgical fiber during a prostate procedure, had a "broken fiber" @ 27,848 joules and 10:48 minutes of use. The fiber tip (cap) was not cleaned during the procedure. A second fiber was used to complete the procedure. Patient outcome: there was no report of patient injury.